Manufacturer narrative:
Based on the claim against the product by the customer noting loss of vision on the right ssc hrsv display, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint, suspecting defective hrsv and the personality module surgeon console (pmsc) I/o module. These parts were replaced to resolve the issue. After replacement, the system was tested and verified as ready for use. I isi received the hrsv involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed no issue with the returned hrsv during functional testing. The hrsv was installed in an in-house system. The system operated without issue. The image quality was sharp, no noise on the display confirmed, and image was not tinted. The replaced pmsc was returned and device evaluation was completed. Fa investigation was unable to be reproduced during testing of the pmsc with an in-house system. Fa found the video was good on both eyes with no anomalies. The surgeon console leaf pca board and the gold connector of the video branch board were proactively replaced on the pmsc. The customer reported issue was not confirmed or reproduced during testing of the returned hrsv and pmsc. This complaint is considered a reportable malfunction due to the following conclusion: during a da vinci-assisted bilateral inguinal hernia surgical procedure, a persistent issue with the ssc hrsv display was experienced and another ssc was connected to complete the procedure. Field evaluation was completed by the fse and the ssc hrsv and pmsc were replaced. Failure analysis results of both returned parts were unable to reproduce the issue. A proactive component replacement of the pmsc was performed. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon side console (ssc) high resolution stereo viewer (hrsv) display was lost. The customer received phone assistance from the technical support engineer (tse). Upon verification, there was no issue with the vision side cart (vsc) touchscreen display. The tse had the customer disconnect the endoscope and check for color bars on the right hrsv display and the customer noted none was displayed. The customer power cycled the system and performed a hard power cycle on the ssc. While the ssc was off, the customer reseated the blue fiber connections; however, the issue persisted. The customer also noticed that the two blue leds that are usually visible on the personality module surgeon console (pmsc) were not illuminated. The ssc was disconnected and another ssc was used to complete the procedure. No other issue was reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.